Event description:
The customer reported that the 9900 system locked up with an x-ray error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board, generator interface board, backplane, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.